Event description:
It was reported by the provider that the weld is broke on the right side of the frame where the back cane is welded to the frame. No patient injury reported, no additional information provided.